Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The distributor reported that the device failed the 3d image test. The distal end had obvious damage, the insertion section was damaged, and the light guide bundle was damaged, during inspection for use involving an olympus rigid video laparoscope. There was no patient injury reported.